Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event was received on 2016-01-16. Of note, the reportable malfunction is normally submitted via a rae report submission that would have been due on 2017-04-30. Information was subsequently discovered on 2017-02-08 and revealed the patient had expired. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for rae reporting and is therefore being submitted as a 30-day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: model: 419488, lead; implanted: (B)(6) 2009; model: 5076-52, lead; implanted: (B)(6) 2005.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with high rate non-sustained episodes, increased sensing integrity counter (sic), and oversensing noise. A review of manufactures data base revealed the patient was deceased. Multiple attempts were made to obtain a cause of death, but were unsuccessful. Current status of the lead is unknown.